Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a coolseal trinity on (B)(6) 2026, the physician reported that the device was not sealing sufficiently and caused bleeding from small vessels and were oozing more than normal. The exact amount of blood could not be quantified. The physician decided to swith to another modality of device and was able to complete the procedure. No patient injury was reported and no medical intervention was required at the end of procedure. Patient was discharged as normal protocol. No other information available.